Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. During the manufacturing process, the entire delivery system is visually inspected and tested several times.  The inflation balloon underwent 100% balloon dimensional inspection and visual inspection.  Additionally, the work order underwent product verification testing as a requirement for lot release.  No failures occurred during product verification testing and the lot was released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint a device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints.  A review of the trend category revealed that the occurrence rate did not exceed the control limit. The complaint for balloon leakage was unable to be confirmed. A review of lot history, DHR and manufacturing mitigations supports that a manufacturing non-conformance did not contribute to the complaint event. Review of IFU/labeling did not reveal any deficiencies. It is not known if and where a leakage occurred. The manufacturing mitigations outlined above suggest that it is unlikely that a leak was present out-of-box. Per the complaint description, ¿it was observed that the balloon did not expand due to a possible damage during valve alignment in a tortuous aorta.¿ the IFU and training manual instruct the operator to perform valve alignment in a straight section of the aorta. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and create tension in the system. If valve alignment difficulty was encountered, it is likely that excessive manipulation resulted in the balloon leakage. A definite root cause is unable to be determined at this time, but based on given information, patient/procedural factors (valve alignment performed in a tortuous anatomy) may have contributed to the complaint event. Since no product non-conformances, labeling/IFU inadequacies were identified during this evaluation, and a review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category, neither a corrective/preventative action nor a product risk assessment (pra) are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during tavr with a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the balloon did not expand due to possible damage (torn) of the balloon during valve alignment in a tortuous aorta. The valve was not expanded.  After delivery system retrieval, it was observed that the balloon was damaged. A second kit was used successfully without consequence for the patient.  The patient had high degree of tortuosity.